Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: appendix removal surgery. Event description: original: I går på seinvakt, under eit inngrep, så blei spissen på trocar ødelagt under inngrepet. Den løsna og låg inne I buken til pasienten. Dei klarte å fiske den ødelagte biten ut av buken. Vi har aldri opplevd noko sånt. Eg var ikkje tilstede og veit lite eller ingenting om hendelsen, men vil anta at dei kun har fulgt vanleg prosedyre for innsetting av trocar. Ingenting av skal tilseie noko anna. Serienummer og lignende har dei ikkje tatt vare på. Var så utan om det vanlege, at eg tenkte eg måtte ta kontakt. Ai translation: yesterday during the late shift, during a procedure, the tip of the trocar broke off. It came loose and remained inside the patient¿s abdomen. They managed to retrieve the broken piece from the abdomen. We¿ve never experienced anything like this before. I wasn¿t present and know little or nothing about the incident, but I assume they simply followed standard procedure for trocar insertion. There¿s nothing to suggest otherwise. They didn¿t keep track of the serial number or similar details. It was so out of the ordinary that I thought I should get in touch. Information received via applied medical rep via email on (B)(6) 2026: during a operatjon at (B)(6) hospital yesterday, (B)(6) 2026 a trocar broke. The tip broke off during insertion (picture) cff73. This was a appendix removal surgery. They do not have a lot number. Additional information received via applied medical rep via email on 30apr26: this is costumer: (B)(6) ((B)(6) hospital). There was no patient injury. Patient is fine. Additional information received via applied medical rep via email on 06-may-2026: no patient injury. Patient ok. The user resolve the situation by using a new trocar. How was the trocar inserted? They are used to our trocars so they rotate. The broken piece fell into patient. They had to use time to recover it. No robot. The instrument can be returned, replacement please. Intervention: they retrieved the broken piece from the abdomen. Patient status: patient is fine.